Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, r-wave amplitude variation and high capture threshold resulting in loss of capture noted on the right ventricular (rv) lead. The physician suspects rv lead fracture as the cause. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.